Event description:
Patient reported a cerebrospinal fluid (csf) leak after a chiari malformation decompression procedure in 2005. A duragen patch (integra neuro sciences) and duraseal were used in the procedure. Two weeks following the initial surgery, the patient developed a csf leak, which lasted 5 days. Patient was readmitted to the hospital and then discharged. No re-operation was done at that time. Patient again developed a csf leak. Exploratory re-operation was performed and csf leak repaired. Following surgery, patient recovered without further incident.

Manufacturer narrative:
A csf leak was reported following a cranial procedure in which duragen patch and duraseal were used. A re-operation was done to repair the csf leak. Following re-operation, patient recovered without further incident. The duraseal instructions for use (IFU) contraindications in place at the time of this incident state "duraseal should only be used with autologous duraplasty materials." Additionally, the IFU states: the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."